Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens but the foam tip plunger overrode and tore the lens. There was no patient contact or injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on complaint history and the evaluation of the return product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.